Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis and a specified failure mode a conclusive cause for the reported event could not be determined. The tissue damage and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device after a coronary procedure. Reportedly, the proglide and an angio-seal failed. A perforation was noticed in the lcfa. The perforation was treated with a viabahn covered stent graft. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.